Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the previous mesh had been partially torn away from the abdominal wall, with a portion of the mesh incarcerating up into the hernia defect. The entire area around the mesh was inflamed, had extensive adhesions and extensive omentum covering a large portion of the mesh. The pathologist noted the tissue displayed a gray-white fibrotic cut surface over most of her inflamed tissue. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.